Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left superior lobectomy, on pressing the safety button when closing the upper lobe of the left lung, the device would not activate, the stapler was not able to fire. They replaced the device to complete the case. There was no patient injury.